Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics was dispatched and they were sent to the hospital on (B)(6) 2017 due to low blood glucose. The customer had been sleeping and got up to go to the bathroom but was unable to. The customer had symptoms such as dizziness and dehydration. The customer¿s blood glucose at the time of the incident was 61 mg/dl. They were given sugar, oxygen, and fluids. They were unsure if they were wearing the insulin pump at the time of the hospitalization. The customer¿s current blood glucose was 305 mg/dl which they were going to treat with the insulin pump. Troubleshooting was performed on the device. The reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump¿s programming was inaccurate. The time on the insulin pump was corrected. The device will not be returned for analysis.